Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle hard to remove. Customer blood glucose value was 130mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they did not receive medical treatment as a result of the needle fractured while still in the body. Customer stated the introducer needle was no longer in the body. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found insertion needle bent inside the sensor base, with a hook at the tip of the needle. Unable to confirm customer received sensor in said condition due to customer returned opened or used.